Event description:
Distributor in (B)(6) reported the small battery drive system discharges fast and the batteries do not last more than 5 minutes. The reported event occurred during a pediatric hip osteotomy. There was a 45 minute delay in the surgical procedure. Procedure was completed successfully without an medical intervention and without any reported injury to the patient. This report is 9 of 10 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit does not hold charge could not be confirmed. The device was tested and the complaint wasn't duplicated. Corrected data: correct manufacturer name.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).